Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2012, the patient had essure inserted. On (B)(6), 2021, 3288 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of live birth (2), cyst removal (cyst removed from wrist-left), lumpectomy, breast biopsy (breast biopsy-right-milk gland removed-2008), biopsy uterus, visual impairment, migraine, hypothyroidism, calculus of kidney, breast cancer, vaginal bleeding, drug allergy (sulfa drug -rash), parity 2 (pregnancy 2: term 1996 37weeks-male-normal spontaneous. Pregnacy 1: term 1991 39 weeks-female-normal spontaneous) and gravida ii. Previously administered products included: acetaminophen, aspirin [acetylsalicylic acid], cholecalciferol and cetirizine. The patient had a family history of cancer (breast cancer, liver cancer, lung cancer, throat cancer, colon cancer, kidney cancer, and tonsil cancer). As concurrent condition the report mentioned hormone receptor positive breast cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2021, 3371 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (operative laparoscopy, bilateralsalpingo-oophorectomies). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted removal date of drug updated to (B)(6) 2021 from (B)(6) 2021 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.468 kg/sqm. [Computerised tomogram] on (B)(6) 2020: CT scan on (B)(6) 2020 showed essure devices along the bilateral adnexa, which may extend beyond the tubes and uterus. [Pathology test] on (B)(6) 2021: final diagnosis: bilateral salpingo-oophorectomy: -bilateral ovaries with corpus albicantia. Bilateral fallopian tubes with no pathologic changes. No evidence of malignancy. Clinical information: hormone receptor positive breast cancer. Gross description: also identified is 3.0 in length 0.4 cm in diameter fallopian tube segment received with sliver metallic coil within the lumen. The longer fallopian tube segment is also received with silver metallic coil along its entire length. [Ultrasound pelvis] on (B)(6) 2021: anteverted uterus--6.1 x 4.1 x 3.2 cm, with a 4mm endometrial stripe right and left essure coil seen right ovary--2.5 x 3.3 x 2.0 cm left ovary--not visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.